Manufacturer narrative:
The product investigation was completed. Device evaluation details: it was concluded that the bubble sensor was causing the bubble detection error. The bubble sensor was repaired to make system operational. A device history record evaluation was performed for the finished device number ft23440022, and no internal actions related to the reported condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was scheduled for an atrial flutter procedure with a ngen pump, EU configuration and an f7 warning error occurred when turning on the pump and post procedure the bwi product analysis lab identified a malfunctioning bubble sensor. During the procedure, the f7 warning occurred and led to a canceled procedure. No patient consequences occurred.